Event description:
Per the clinic, the electrode array was partially inserted and found to be outside the cochlea. It was reported the patient underwent a revision surgery on (B)(6) 2020, however the surgeon reported this was unsuccessful due to excess fibrous tissue. The implanted device remains.